Event description:
It was reported the patient is not receiving effective stimulation therapy from her scs system. X-rays taken showed the scs lead has moved. Reprogramming was attempted unsuccessfully. Surgical intervention to address the issue may be undertaken at a later date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.